Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure punctured into myometrial wall/malpositioned essure coil on the left side') in an adult female patient who had essure (batch no. 632024) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial disorder, adenomyosis, endometriosis, pelvic pain, menses irregular with excessive bleeding, intramural leiomyoma of uterus, infertility female and hypertrophy of uterus. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain in female"), polymenorrhagia ("excessive and frequent menstrual cycle") and uterine enlargement ("hypertrophy of uterus"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, polymenorrhagia and uterine enlargement outcome was unknown. The reporter considered pelvic pain, polymenorrhagia, uterine enlargement and uterine perforation to be related to essure. The reporter commented: number of coils protruding into uterine cavity on the left side is: 3. Number of coils protruding into uterine cavity on the right side is: 3. Fluoro hysterosalpingogram performed on (B)(6) 2004 with results spillage of contrast through normal fallopian tubes into the peritoneal cavity, negative hysterosalpingogram and date of insertion reported as (B)(6) in removal details history it is reported patient underwent a hysteroscopic sterilization procedure using essure coils in 2007. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: uterus. Cervix and fallopian tubes: cervix: reactive changes. Endometrium: proliferative endometrium. Myometrium: adenomyosis. Serosa: endometriosis. Fallopian tubes: essure coils (gross evaluation) and vascular congestion. X-ray - on an unknown date: malpositioned essure coil on the left side. Lot number: 632024. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure punctured into myometrial wall/malpositioned essure coil on the left side') in an adult female patient who had essure (batch no. 632024) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial disorder, adenomyosis, endometriosis, pelvic pain, menses irregular with excessive bleeding, intramural leiomyoma of uterus, infertility female and hypertrophy of uterus. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain in female"), polymenorrhagia ("excessive and frequent menstrual cycle") and uterine enlargement ("hypertrophy of uterus"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, polymenorrhagia and uterine enlargement outcome was unknown. The reporter considered pelvic pain, polymenorrhagia, uterine enlargement and uterine perforation to be related to essure. The reporter commented: number of coils protruding into uterine cavity on the left side is: 3. Number of coils protruding into uterine cavity on the right side is: 3. Fluoro hysterosalpingogram performed on (B)(6) 2004 with results spillage of contrast through normal fallopian tubes into the peritoneal cavity, negative hysterosalpingogram and date of insertion reported as (B)(6) 2009 in removal details history it is reported patient underwent a hysteroscopic sterilization procedure using essure coils in 2007 diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2020: uterus. Cervix and fallopian tubes: cervix: reactive changes. Endometrium: proliferative endometrium. Myometrium: adenomyosis. Serosa: endometriosis. Fallopian tubes: essure coils (gross evaluation) and vascular congestion. X-ray - on an unknown date: malpositioned essure coil on the left side. Lot number: 632024. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.